Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm. The customer's blood glucose was 132 mg/dl. The customer was unable to troubleshoot because the alarm had already been resolved by a complete set change. The customer also mentioned that she was hospitalized in the past while using a previous insulin pump. Advised customer to monitor the insulin pump and call back if the issues persisted. Nothing further reported.